Event description:
The customer reported that during the sealing process the vessels sealed were presenting active bleeding. No patient injury. Additional questions in regard to the incident have also been asked.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report on: (B)(4) 2013. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.